Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 1125298. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the limited investigation results, a cause for the reported incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that one of 30 boxes of bd posiflush¿ xs pre-filled flush syringes nacl 0.9% was damaged, with the cardboard and contents wet. The following information was provided by the initial reporter, translated from french to english: "when opening the box: only 1 box of 30 damaged with a leak noted" "I can confirm that I received one of the boxes damaged, the cardboard was wet, the syringes inside were wet too, maybe because of the transport, I don't know, but this does not allow us to guarantee the sterility of the product. The syringes inside seemed to be intact but the carton and the packaging of the syringes were wet."